Event description:
It was reported that a sensor displayed an error, referred to as cgm error 42. No specific impact on the customer's blood glucose level was mentioned, but the situation resolved without further adverse effects. Technical support assisted the caller by providing information for a pump reset, guiding them through the process. After the reset, the error did not occur again, allowing the customer to successfully start their sensor session.